Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in catheter defective / damaged and leaked it was reported by customer that hole in catheter, leaking in middle of plastic cathron? Splint rcc received a complaint via email. Product information product code: 383590 product description: catheter IV closed nexiva diffusics 24g x 0.75in bx/20 lot/serial #: (B)(6) expiry date: pending problem information :note customer complaint # (B)(4) hole in catheter, leaking in middle of plastic cathron ? Splint occurrences: 1 each reporter information reporter name: xxxxx reporter position/department: reporter reporter phone: xxxx reporter email: xxxxxxxx site information xxx xxxxxx xxxxxxx xxxxxxx sample information incident samples: pending representative samples: 1 box

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the sample. Analysis of the sample showed that under magnification the defect reported by the customer can be observed in the middle part of the catheter. Bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.